Event description:
During a clinic follow-up, a loss of pacing and episodes of noise resulting in syncope were observed on the device. The patient is pacemaker dependent and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.